Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected continuous audible alarm while connected to wall power was confirmed with the returned system controller (serial # (B)(6)). The returned device was connected to laboratory equipment, and the reported audible alarm was reproducible when the black power cable was manipulated. Visual inspection revealed damage/puncture on the black power cable approximately 4 inches and 11 inches from the connector. Electrical testing confirmed a short to shield condition with a damaged underlying wire related to the reported issue. The damaged area was delayered for visual inspection, which confirmed breaches in the insulation of the underlying wires. An audible alarm would have resulted if this specific underlying wire shorted to shield and while connected to wall power only. A root cause of the damage/puncture on the black power cable could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that the mobile power unit was continuously alarming when connected to wall power. There was no alarm condition on the system controller. The patient was put on a different mobile power unit and power module with the same result. There were no alarms when connected to batteries. A system controller exchange was performed, and the alarms resolved. The system controller would be returned for analysis.